Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-28, (lot: v593552); product type: 0200-lead; implant date (B)(6) 2011; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient via other who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that electric shock due to interference from metal detectors and security scannerss the unit stopped working less than a day after it was surgically installed. They also reported that the patient will urinate more and make more trips to the bathroom. The device never improved their incontinence or reduced their frequency  of bathroom visits. The device instead exacerbated their symptoms, making them feel the need to urinate more frequently due to constant agitating stimulation.  The interstim tapping, shocking, jolting, and pulsation made their nerves jumpy and agitated. It also made their heart races and gave them extreme anxiety and pain. They constantly felt burning sensation at the incisition pocket in their buttocks. The interstim sent unexpected painful shocks and jolts to their vaginal area and their back legs and feet. They also experienced nausea each morning and severe stomach pain.   The long metal wire lead was left in patient body during removal cause constant pain when they move and medical c omplications to this day.

Event description:
Additional information was received from a patient representative. The patient had a shocking sensation as they go through security scanners in stores, banks, and house appliances. The device was placed with improper techniques and placement; it would constantly emanate nerve-wracking electrical pulses to most sensitive and already damaged areas in their body. The jolting sensation made their nerves jumpy and agitated, made their heart race, and gave the patient extreme anxiety and pain. They constantly felt a burning sensation at the implant site. It also sent unexpected shocks and jolts to their buttocks and the backs of their legs and feet. They experienced nausea each morning and severe stomach pain. The device was finally removed, and fragment was left, causing the patient pain when they move and medical complications till this day.

Manufacturer narrative:
Continuation of d10: product ID 3889-28 lot# v593552 implanted: (B)(6) 2011: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.